Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) lead warning for high impedance had occurred previously. Both leads continue to have high impedance and it is planned to replace the leads. It was later reported that the rv lead functioned normal when programmed unipolar, had total non-function in the bipolar mode and that there was an apparent fracture. When the rv lead was tested during replacement there was impedance greater than 3000 ohms, no capture and no sensing was seen. The lv lead remains in use and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular and left ventricular lead warning for high impedance had occurred previously. Both leads continue to have high impedance and it is planned to replace the leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.